Event description:
It was reported that the device was used during a hand assisted colon resection. The original surgery was performed in 2009. One week later, the patient returned with abdominal pain. After testing, the patient returned to the or. The case was started laparoscopically, but was converted to open. It was found that the ostomy had broken down and feces were throughout the abdominal cavity. The patient has been in the ICU for 10 days and is in serious condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.